Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the target device gamma3 to be the subject product. The mentioned associated products ¿sleeve 170¿ and ¿locking bolt¿ were not specified exactly and not returned for investigation. The appearance of the item and the inspection records identified the target device returned being an old (cfr) design version. A review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution. As the device had been in use for more than seven years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged distal mis-drilling could not be reproduced. Potentially reduced accuracy in guidance is usually found during pre-operative functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g.: loosening of the nail holding bolt during insertion of the nail; repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended; not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve); no use of drill with centre tip / unfavourable bone contour; drilling without drill guiding sleeve; using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The usage of the ¿new¿ drill guide sleeve 1320-0215 (improved drill guiding feature) instead of 1806-0215 may ease the distal locking procedure. Regarding mis-drilling the operative technique has already been modified. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused by a sub-optimal intra-operative procedure or use of a pre-damaged nail holding screw.

Event description:
It was reported that during left femur gamma nail surgery, the surgeon was putting in left short gamma nail, trying to lock it distally. Targeter was loose. While trying to lock distal screw into nail, surgeon kept missing the hole.

Event description:
It was reported that during left femur gamma nail surgery, the surgeon was putting in left short gamma nail, trying to lock it distally. Targeter was loose. While trying to lock distal screw into nail, surgeon kept missing the hole.